Manufacturer narrative:
Device not returned.

Event description:
This event was communicated by a medtronic representative who reported that a site ((B)(6) hospital) had spheres that did not track. Lot number is unknown. Site did not take any pictures and discarded device. Complainant reported that there was no patient/user injury, death or other serious deterioration in health.